Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed, one opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: yellow particles observed inside the device. Crease fold observed on the device. Wear abrasion observed on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.